Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient had a magnetic resonance imaging (MRI) for possible catheter granuloma. The actions taken was unknown. The event status was unknown. The event date was (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated no granuloma was found. No further complications were reported/anticipated.